Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl on (B)(6) 2017. The customer stated that he had no delivery. The customer was treated with orange juice and soda for the low blood glucose. Customer¿s blood glucose level was 35 mg/dl at the time of the incident. The product was not returned for analysis.